Event description:
It was reported that an ilet user experienced sustained hyperglycemia while using an inset infusion site, with the device displaying a glucose value of 318 mg/dl. The user reported recent supply issues and intended to obtain new supplies from a clinician. Symptoms included hyperglycemia without reported physical complaints. Outcomes included self-administration of subcutaneous insulin by injection and disconnection from the ilet per guidance. Investigation included troubleshooting and education regarding infusion set function, occlusion recognition, and insulin on board behavior, including the limitation that iob cannot be manually cleared. Investigation of this case revealed that an infusion-related delivery issue consistent with an occlusion or site/set problem was suspected based on persistent elevated glucose and the recommendation for a supply change, which the user deferred pending training. It was concluded, based on previously established findings for similar reports, that the cause was user decision to defer set and supply replacement in the setting of suspected infusion obstruction contributing to hyperglycemia.